Manufacturer narrative:
H2: correction. This is a duplicate submission due to technical difficulties that occurred with our previous follow-up submission. After receiving this complaint, we searched for other complaints and we didn't find another complaint on the lot number. On 26th january 2026, we received one used stent. After decontamination, we observed that the renal loop is sectionned. As indicated in the description, the loop is probably broken due to the guidewire which loop inside the stent. The force used to remove the stent guide certainly caused the stent loop to break. The external and internal diameters of the stent were measured. These measurements were conformed to our specifications. However, we didn't receive the guidewire which according to the additional information received was not from the kit but it is exactly the same model. So without additional information, coloplast cannot proceed further with the investigation. We inform our guidewire supplier about this issue. Checking the quality database revealed no anomaly in relation with the describe defect. A similar case study was performed on dl ureteral stents and kits in silicone, on the same defect "stent stuck in guidewire", from january 2022 to january 2026: 6 similar cases were found.

Event description:
According to the available information after the stent was fitted, it got stuck in the guidewire, which looped inside and broke. The device was changed.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information after the stent was fitted, it got stuck in the guidewire, which looped inside and broke. The device was changed.